Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.